Event description:
Reported 1 false negative sofia 1 sars results for a symptomatic (B)(6) female. The customer communicated the result was confirmed positive by molecular (pcr testing)

Manufacturer narrative:
Investigation summary: tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time root cause: cannot determine with retains. Source: phone.